Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The bending section rubber had cuts and the adhesive of the bending section was partially missing. These findings suggest that physical stress applied to the distal end of the device. The missing distal end cap was also likely to be caused by physical stress. The root cause has not conclusively been identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4). Kg (oekg) for evaluation. In the evaluation of oekg the following was confirmed; water/air leakage a rubber and body. Bending section missing distal end glue and exposed binds. Lg lens damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during receipt inspection of the subject device, the distal end cap parts of subject device was missing. There was no report of patient injury associated with the event.